Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified that the implant threads are worn from use, and the mount screw hex is rounded out. Functional testing confirmed that the mount screw will no longer engage with a mating driver, thus preventing the mount from being removed. Review of appropriate documentation: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16; delivery protocol; page 64 DHR review was completed for the subject lot number (2018040258). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018040258) for similar cause and no other complaint was identified. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck mount) or device(s) (fnt3211). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's identifier unknown/ not provided. Patient's age unknown/ not provided. Patient's weight unknown/ not provided. Reporter's email not provided.

Event description:
It was reported that the mount got stuck in the implant (fnt3211). It was also reported that they were able to completed the procedure.